Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller thought the patient had an implant before. They thought the battery came out and they had to re-do something. The caller was called back to get more clarification. A voicemail was reached and a message was left to call back if they had more information on what the issue was and when.